Event description:
Hearing aid charger (phonak charger case go sn: (B)(6) started overheating within seconds of it being plugged in. The charger cord felt hot and there was an electronic burning smell. Clinician immediately unplugged charger cord from the charger and saw that there was melted electronic on the usb c end of the cord.

Event description:
Additional information received on 01/06/2026 for report mw5180297 to update procode to osm and device name.